Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation could not be completed as the run data and lot information were not provided despite multiple requests. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results with the cobas® dpx duplex hav & parvovirus b19 on the cobas 6800 instrument. A donor sample was tested four times using the assay. The first and fourth tests generated positive results for parvovirus b19. The second and third tests generated negative results for parvovirus b19.